Event description:
Pt o2 dropped to 89%. Respiratory therapist noted that the setting on the bipap went to 21% from 40% and the respiratory therapist was not able to change the setting back to 40%. Machine was tagged and removed from service. No harm to pt.